Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was not turned on at the preparation for use. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. Also olympus (B)(4) found the circuit board of the power supply unit failure of the subject device might have caused the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. The device evaluation was completed by olympus india and documented in the initial report, MDR 8010047-2020-08399. The unit was repaired and returned to the customer. The root cause of the power supply failure could not be conclusively determined. Based on the results of the legal manufacturer's investigation, it is likely the power supply unit failure was an accidental failure.